Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage cannot be confirmed. The submitted log file appeared to show the pump operating as intended with no atypical alarms or events. It was reported that the driveline required electrical tape as there were tears in the driveline. A log file was provided to make sure there were no damage to the wires. There were no alarms and no adverse event. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's driveline required electrical tape as there were tears in the silastic. It was noted that the device was operating as expected. Log file analysis observed no unusual events and it was noted that the vad was functioning as intended. It was also noted that all wires in each phase were running as intended.